Manufacturer narrative:
Insulin pump received error 38 during rewind, problem isolated to motor assembly. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Motor tested outside the pump and received pump error 38 at rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported that they were able to clear the alarm. Customer stated that they were able to rewind the pump. Customer performed the displacement test and they found the pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.